Manufacturer narrative:
Date of implant is unknown. Date of event is unknown. UDI is unknown as device information.

Event description:
Related manufacturer report number: 1627487-2021-13707. It was reported that the patient's cervical leads had migrated. The issue was confirmed via x-ray. As a result, the patient may undergo surgical intervention to address the issue.

Manufacturer narrative:
During the processing of this complaint, attempts to obtain device information. Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.